Event description:
It was reported the pt (B)(6) occasionally experiences heating at the ipg pocket. The reported discomfort is not limited to the recharging of the ipg. The pt is allegedly thin and has recently lost weight. The physician suspects this matter is attributable to the pt's physique. There are no plans for invasive intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.